Event description:
The customer was hospitalized with high bgs. The customer was in ICU at the time of call and the type of insulin was unknown. The alarm history was reviewed and showed an error alarm, which erased the basal rates.